Manufacturer narrative:
It was reported in a literature article that the patient underwent a pancreaticoduodenectomy for pancreatic cancer on (B)(6) 2013 and topical skin adhesive was applied internally to the bowel tissue. In (B)(6) 2014, the patient underwent a resection procedure along with new pancreaticojejunostomy because of signals in pet/CT and was discharged on 9th day.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a literature article that the patient underwent a pancreaticoduodenectomy for pancreatic cancer on an unknown date and topical skin adhesive was used internally. This was an off-label use not indicated in the IFU. During the procedure, the pancreaticojejunostomy was sealed with topical skin adhesive to prevent postoperative pancreatic fistula. Approximately 18 months later, local recurrence of malignancy at the anastomosis was suspected in pet/CT. Surgical revision was performed and anastomosis resected. Histology showed no tumor recurrence, but strong inflammation and foreign-body reaction towards the topical skin adhesive and false-positive pet/CT findings. Additional information has been requested.